Manufacturer narrative:
--

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise leading to inappropriate anti-tachycardia pacing (atp) delivery due to a fracture. Since the patient is not pacemaker dependent, the clinician planned to turn off tachycardia therapy. No adverse patient effects were reported.

Event description:
Additional information was received that the rv lead was surgically abandoned due to the fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.